Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position via transfemoral access through the right femoral artery. During the procedure, a balloon rupture occurred during inflation. The valve was fully deployed, and blood was observed in the syringe. One milliliter of extra volume had been added to the balloon prior to inflation. The rupture was identified as the balloon was being inflated. No leakage was observed in the delivery system. However, difficulty was encountered during the withdrawal of the delivery system once the balloon reached the sheath. The tip of the balloon separated from the delivery system inside the sheath. The sheath was then removed, and the balloon tip was retrieved within it. A second esheath was advanced, and a post-dilation was performed using a non-edwards balloon. The delivery system was removed through the esheath. During withdrawal, the flex tip was positioned at the triple marker and was completely unflexed. Coaxial alignment was maintained upon re-entry into the distal end of the esheath. The device was caught at the distal tip, and the expandable portion of the esheath was torn. Liner damage consistent with delamination was observed. The perceived root cause of the balloon rupture and subsequent complications was annular to left ventricular outflow tract (lvot) calcium. Additionally, the liner damage was attributed to the damaged delivery system being removed separately through the sheath. No patient injury or other complications were reported. The valve was implanted in the intended position, and the patient remained in stable condition following the procedure.

Manufacturer narrative:
Note: unable to send report with populated h10 information and therefore information provided in h11. This is report two of two being submitted for this case. Please reference manufacturer report no. 2015691 2025 06498. A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, h10, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed. Available information suggests procedural factors (withdrawal of altered balloon profile, excessive manipulation) and/or patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the balloon of the associated delivery system had burst and the user experienced withdrawal difficulty. Additionally, calcification and tortuosity were present in the patient's access vessel per imaging review of 3mensio. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system catching onto the sheath liner, especially if patient factors (such as calcification and tortuosity) are present near the sheath distal tip. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.